Manufacturer narrative:
Findings: based on the product evaluation, no material or process defect was found.

Event description:
During a transoral incisionless fundoplication (tif) procedure, the helix was engaged into tissue to create a wrap and when the surgeon pulled back on the device, it felt as if the helix disengaged from the tissue and came free. The device was removed from the patient and it noticed that the center pin of the helix was missing. The surgeon was able to see the center pin and successfully retrieved it using an endoclip. The device was then re-inserted into the patient and the procedure was completed without any patient adverse effects.